Event description:
Boston scientific received information that this pacemaker exhibited oversensing due to noise on competitor¿s right atrial (ra) and right ventricular (rv) lead. It was also reported that this system displayed low pacing lead impedance measurements; 200 ohms in ra which is out-of-range (oor) and 350 ohms in rv along with high pacing threshold measurements. The physician elected to abandon the whole system and implanted a new system on the right side. Additional information was obtained and indicated that the source of these clinical observations was not determined. The left side was abandoned as it was occluded and the physician opted not to open the pocket to reduce the risk of infection. Further, there was no pacing inhibition due to oversensing. This system was abandoned electrically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was showing 100 percent atrial pacing, however it was electrically abandoned due to the previously noted impedance issues. Boston scientific technical services (ts) discussed that there may have been atrial pacing and to check the rate counts. The field representative was unable to obtain any further additional information. No adverse patient effects were reported.